Event description:
A report was made about a cartridge alarm that occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl and was therefore within a safe range. The customer continued to use the pump for insulin therapy.